Manufacturer narrative:
(B)(4).

Event description:
The customer reports the handle broke off one side of the sheath during use. No patient injury or complication reported.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath and lidstock for evaluation. The returned sheath was separated into two halves down the score line. One half of the sheath body was no longer connected to its sheath tab. Microscopic examination revealed the sheath tab did not contain evidence of the sheath body and there was no damage to the proximal end of the sheath body that was supposed to be attached to the tab. This indicates that the sheath body was not secured correctly inside of the sheath tab. A device history record review was performed with no relevant findings identified. The IFU provided with this kit cautions the user, "do not withdraw dilator until sheath is well within vessel to minimize the risk of damage to sheath tip." The customer report of sheath separation was confirmed by complaint investigation. The half of the returned sheath body was separated from its sheath tab. Microscopic examination revealed the sheath tab did not contain evidence of the sheath body and there was no damage to the proximal end of the sheath body that was supposed to be attached to the tab. This indicates that the sheath body was not secured correctly inside of the sheath tab. A device history record review was performed with no relevant findings. Based on the sample received, it was determined that manufacturing caused or contributed to this issue. A non-conformance request has been initiated to further investigate this issue.

Event description:
The customer reports the handle broke off one side of the sheath during use. No patient injury or complication reported.